Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the ICD replacement procedure that was performed on (B)(6) 2017 due to normal battery depletion, the physician could not disconnect the defibrillation lead from the (rv)is-1 port. The lead was reportedly pulled after the set-screw was loosened using a non-sorin screwdriver. The physician eventually removed the lead, destroying the ICD header. The ICD was returned for analysis.

Event description:
Reportedly, during the ICD replacement procedure that was performed on (B)(6) 2017 due to normal battery depletion, the physician could not disconnect the defibrillation lead from the (rv)is-1 port. The lead was reportedly pulled after the set-screw was loosened using a non-sorin screwdriver. The physician eventually removed the lead, destroying the ICD header. The ICD was returned for analysis.